Event description:
It was reported that during a gastrectomy procedure, the staple line of the patient side was stapled, but staples malformed on the sample side during the first firing. The staples were bot shape. The case was completed by additional suture. No adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.